Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363430) was being used to administer paclitaxel on (B)(6) 2024. According to the complainant, "champagne bubbles" were observed within the tubing. Multiple attempts were made to clear the bubbles by flicking the tubing, removing and reinserting it into the pump, and re-priming the line. However, these attempts were unsuccessful. The complaint device is not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.